Manufacturer narrative:
Concomitant medical product: w4tr01 crt-p, implanted: (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead exhibited diaphragmatic stimulation and nerve stimulation due to the anatomical location of the lead. The lv lead was explanted and replaced. No further patient complications have been reported as a result of this event.